Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 251 mg/dl and 254 on the advantage system compared back to back with results of 104 mg/dl and 103 mg/dl on a professional meter when all testing was performed less than 10 minutes apart. Reporter did not indicate that he was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.